Event description:
It was reported that an embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was adequately hydrated for implant an their left atrial pressure was 14 mmhg. A watchman access system (was) was positioned and a 27 mm watchman laa closure device and delivery system (wds) was advanced. The closure device was deployed in the laa. The device only partially met release criteria. Compressions were within range of 6-13%, the position of the device was canted. The device passed several tug tests; however, a questionable jet was noted at one angle. The device was released and ultimately embolized to the left ventricle. The patient was sent to surgery for removal. Patient was stable and has been discharged.